Event description:
It was reported that the patient experienced pain at the pocket site and impedance issues on spinal cord stimulation (scs) leads. The patient underwent spinal cord stimulator (scs) replacement procedure. Additional information was received that the patient was doing well postoperatively. All explanted device components were not returned per hospital policy.

Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: m365sc2317700, model: sc-2317-70, serial: (B)(6), batch: 7082270/7081751.

Event description:
It was reported that the patient experienced pain at the pocket site and impedance issues on spinal cord stimulation (scs) leads. The patient underwent spinal cord stimulator (scs) replacement procedure.